Manufacturer narrative:
Due to the character limit in the e1 section, the full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) during preventive maintenance (pm) that fiber optic connector of cardiosave intra-aortic balloon pump (iabp) was broken. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, h2, g6, h6 (type of investigation, investigation findings, component codes, conclusion), h11. Corrected fields: b5 and e1 (email). A getinge field service engineer (fse) evaluated the unit and identified that the fiber optic connector was damaged. The assembly fiber optic (0012¿00-1562) was replaced and test were performed. All functional and safety test performed.

Event description:
It was reported by the getinge field service engineer (fse) during preventive maintenance (pm) that fiber optic connector of cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involved.